Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted both haptics were broken after the iol was inserted into the eye. The incision was enlarged to faciliate removal and replacement of the iol.